Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 07/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2014 with the following results:a visual inspection of the pump confirmed the cracked battery compartment. The battery cap was not returned with the pump; a test cap was used and the pump was able to power on. The pump failed a leak test due to the battery compartment crack and evidence of corrosion was found in the battery compartment. Unrelated to the complaint, the display screen was dim and discolored. The audio bolus button had a hole in the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a cracked battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.